Event description:
The guidewire broke and embolized. No other info is available at this time.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.